Event description:
Dexcom g6 sensor adhesive formed severe kind of itching which further caused anxiety, vomiting, and undesirable form of itching and rash. Skin is oozing liquid. FDA safety report ID # (B)(4).